Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach insulation degradation exposing the outer coil distal to the connector boot. No electrical anomalies found.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breached insulation degradation at 4.5cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts.